Event description:
Customer states that she fell on the scooter and she cracked the arm of her scooter and she had injury to her ankle and was casted. Customer disconnected and this info came from customer service. Tied to call customer and no answer.